Manufacturer narrative:
Findings: pump received with cracked battery tube thread, reservoir tube lip completely broken off, cracked reservoir tube, cracked reservoir tube window, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is broken on the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.